Event description:
The anesthesiologist set up the MRI-compatible iradimed pump to infuse propofol at 25 mcg/kg/min at a patient weight of 70 kgs. At this rate the patient should have received after 30 minutes, a total of about 50-60 mgs or 5-6mls of propofol along with the starting bolus dose of another 50 mcgs or 5 mls for a total of approximately 10 mls or 100 mgs of propofol. There was no sign of any problems during the procedure when the patient was being monitored from the console room. At the end of the case, the anesthesiologist entered the MRI scanner room and noticed the entire 100 ml (1000 mg) bottle of propofol had been infused. The pump never alarmed and it did not appear to display any obvious mechanical problems. The patient received 10 times the dose intended. She did not suffer any harm.